Event description:
A pt reported blood glucose results of "400, 284, and 305 mg/dl" with a lifescan meter, performed withon 10 minutes of each other. The meter, test strips, and control solution were replaced.